Event description:
Customer reported " the tubing fell of right below the drip chamber of the primary fluids during an infusion." There was no report of harm to patient or medical intervention. No further patient or event information available.

Manufacturer narrative:
(B)(4). No product will be returned by customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.